Event description:
The facility reported a colleague infusion pump with failure code 515:320:654:0000. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
It was reported by the affiliate that during a laparoscopic assisted vaginal hysterectomy procedure, the surgeon tried to fire the device but it locked. The device jaw didn't open, but the surgeon tried to open it though. The surgeon is going to use a competitor's product. Surgery was prolonged five minutes. There were no adverse consequences for the patient. One device and one reload will be returned. (B)(4).

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Closure trigger top the analysis found that one (B)(4) device was returned locked in good visual condition and with a reload present. The reload was noted to be fully fired. It should be noted that the device is equipped with a safety feature to lock the device when attempting to fire the device without a reload, a partially or fully fired reload. In order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to rub against the now broken or bent closure trigger assembly. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.